Event description:
It was reported that the atrial lead exhibited loss of capture and pacing. The lead was explanted and replaced. Lead fracture was noted at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.